Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding a navigation system that had been used in a cranial or spine procedure. The rad tech indicated that there was a note on the system that the system that said "navigation off, please recalibrate." The hcp did not know who left the note or the extent of the inaccuracy at the time of the call. A patient was reported to have been involved with the issue, but it was unknown if there was any surgical delay or change in patient outcome due to the issue. Medtronic received additional information from a manufacturer representative (rep) who indicated that the issue was not with the o-arm or the navigation system, but the surgeon felt that the passive planar and the navigated drill guide navigate differently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no one occasion, or patient associated with this event, rather this event was regarding a potential inaccuracy issue. The rep showed the accuracies information to the health care professional (hcp) and the neurological coordinator. The coordinator could not recreate the issue for the representative to see what was going on or troubleshoot.